Event description:
Some of the cream getting caught in my throat [foreign body in throat]. Some of the cream getting caught in my throat [accidental device ingestion]. I puke about 5 times within an hour. [Vomiting]. It gives me something like a mucus glob in the throat, [throat discomfort]. They might be the allergy, I start receiving the reaction [allergic reaction]. This case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received double salt dental adhesive cream (poligrip original) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concurrent medical conditions included blind. In 2022, the patient started poligrip original. In 2022, an unknown time after starting poligrip original, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: haleon medically significant), accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant), vomiting, throat discomfort and allergic reaction. The action taken with poligrip original was unknown. On an unknown date, the outcome of the foreign body in throat, accidental device ingestion, vomiting, throat discomfort and allergic reaction were unknown. The reporter considered the foreign body in throat and throat discomfort to be related to poligrip original. It was unknown if the reporter considered the accidental device ingestion, vomiting and allergic reaction to be related to poligrip original. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received from consumer via call center representative (phone) on (B)(6) 2022. The consumer reported that "I have a question about polident cream or poligrip strips, what are the allergic reactions with it? I'm having some problems and I think they might be the allergy. What I have is. I got to throw up a lot of stuff. At first I thought it's some of the cream getting caught in my throat, but it's more than that. Well I will call and do we have. Does poligrip have any other products without zinc? I have it, but I'm blind. I started using the product about a month ago. It is not immediate, it produces a glob in a higher amount than the cream I put on. I put the cream in the morning and around midnight I start receiving the reaction. It gives me something like a mucus glob in the throat, and I puke about 5 times within an hour."

Manufacturer narrative:
Argus case ID: (B)(4).